Event description:
It was reported that the blocker was loosened and come off from the tulip head. All the blockers were replaced to new ones. It was noticed that proper tightening marking at the loosen blocker was not there. L1 screws and blockers were added at revision op. We cannot obtain more pt information. Additional information. Because a pain came out afterwards, reoperating it was performed. Trio was extracted and xia3 fixed l2-5 in the reoperation. We have reported this trio removal event as (B)(4).

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result, and conclusion will be made available following an engineering evaluation.